Event description:
On (B)(6) 2022 insulet sent my wife, (B)(6), an email advising her of a voluntary recall of the omnipod dash insulin pump control device, due to battery malfunction. On (B)(6) 2022 we noticed the battery charge draining very quickly, which is one of the symptoms she was advised about. She called insulet, reported the malfunction, and was assured that a replacement device would be delivered via overnight express, by 4 pm on (B)(6) 2022. Rapid replacement of the device is important, as my wife has been on an insulin pump for over ten years. She has backup insulin and syringes, but the instructions regarding dosages may be out of date due to other medical problems she has developed. The new device had not arrived by 8 pm on (B)(6) 2022, so she called insulet to find out when the device would arrive. After an hour of research by staff, it was determined that her device was labelled to be shipped on monday, (B)(6), arriving on tuesday, (B)(6) 2022, which is 5 days after the reported problem . Insulet staff informed us they could not expedite the shipment. Since it was friday night, after normal business hours, my wife is unable to contact her physician for updated instructions regarding insulin dosages. She is concerned that the delay will leave her at risk of high or low glucose levels, and the damage that these cause. FDA safety report ID# (B)(4).